Event description:
It was reported that the patient's seizure control has started deteriorating with a progressive increase in drop frequency. It is unknown if the increase is above the patient's pre-vns baseline. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: new information received corrects the information previous reported.

Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion. It was reported that the patient requested to undergo generator replacement. The explanted generator is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 01/21/2015. The device performed according to functional specifications. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. No abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
.